Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergo essure confirmation test." The patient's previously administered products included for an unreported indication: allegra, diclofenac, ferrous sulfate, flexeril, motrin, neurontin, zanaflex, prilosec, promithazine, robaxin, seroquel, trazodone, ultram and premarin. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), pain ("chronic pain syndrome"), back pain ("lower back pain and left and right thigh"), facial pain ("facial pain"), pain in extremity ("musculoskeletal pain radiates to legs bilaterally."), rash ("rashes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and hypoaesthesia ("numbness of extremities"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, pain, facial pain, pain in extremity, rash, dyspareunia, fatigue and hypoaesthesia outcome was unknown. The reporter considered back pain, dysfunctional uterine bleeding, dyspareunia, facial pain, fatigue, hypoaesthesia, menorrhagia, pain, pain in extremity, rash and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received. Event severe physical injuries updated to abnormal bleeding vaginal, abnormal bleeding menorrhagia, dyspareunia (painful sexual intercourse), fatigue, other injury(ies) or complication (s) please describe: dysfunctional uterine bleeding, chronic pain syndrome, low back pain radiates to left and right thigh. Numbness in extremities. Facial pain and rashes. Musculoskeletal pain radiates to legs bilaterally, didn¿t undergo essure confirmation test. Historical drugs added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in an adult female patient who had essure (batch no. 628432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn't undergo essure confirmation test.". The patient's previously administered products included for an unreported indication: allegra, diclofenac, ferrous sulfate, flexeril, motrin, neurontin, zanaflex, prilosec, promethazine, robaxin, seroquel, trazodone, ultram and premarin. Concurrent conditions included depression, insomnia, lumbago, radiculopathy, neuralgia and joint pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), pain ("chronic pain syndrome"), back pain ("lower back pain and left and right thigh"), facial pain ("facial pain"), musculoskeletal pain ("musculoskeletal pain radiates to legs bilaterally."), rash ("rashes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and hypoaesthesia ("numbness of extremities"). The patient was treated with surgery (bilateral salpingectomy and vaginal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, pain, facial pain, musculoskeletal pain, rash, dyspareunia, fatigue and hypoaesthesia outcome was unknown. The reporter considered back pain, dysfunctional uterine bleeding, dyspareunia, facial pain, fatigue, hypoaesthesia, menorrhagia, musculoskeletal pain, pain, rash and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 29-mar-2018: fup 2 and 3 processed together. Lot number added.on 13-mar-2018: reporters and concomitant conditions added. Fup 2and 3 processed together incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 25-year-old female patient who had essure (batch no. 628432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergo essure confirmation test." The patient's past medical history included multigravida. Previously administered products included for an unreported indication: allegra, diclofenac, ferrous sulfate, flexeril, motrin, neurontin, zanaflex, prilosec, promithazine, robaxin, seroquel, trazodone, ultram and premarin. Concurrent conditions included depression, insomnia, lumbago, radiculopathy, neuralgia, joint pain, body mass index normal and neuralgia. Concomitant products included medroxyprogesterone (depo provera) and tramadol hydrochloride (ultram). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). On (B)(6) 2012, 3 years 8 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced pain ("chronic pain syndrome") and pelvic pain ("pain/felt like stabbing/short pain on and off"). On (B)(6) 2014, the patient experienced facial pain ("facial pain"). On (B)(6) 2014, the patient experienced hypoaesthesia ("numbness of extremities/numbness in extremities"). On (B)(6)2014, the patient experienced rash ("rashes"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), back pain ("lower back pain and left and right thigh"), musculoskeletal pain ("musculoskeletal pain radiates to legs bilaterally."), fatigue ("fatigue"), pelvic adhesions ("lysis of adhesions"), abdominal pain ("abdominal pain") and loss of consciousness ("passed out 3 times from the bleeding"). The patient was treated with surgery (bilateral salpingectomy and vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, facial pain, musculoskeletal pain, rash, dyspareunia, fatigue, hypoaesthesia, dysmenorrhoea, pelvic adhesions and loss of consciousness outcome was unknown and the pain, back pain, pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, back pain, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, facial pain, fatigue, hypoaesthesia, loss of consciousness, menorrhagia, musculoskeletal pain, pain, pelvic adhesions, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - in 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: back pain, menorrhagia, pelvic adhesion, musculoskeletal pain, facial pain, rash and abdominal pain. Most recent follow-up information incorporated above includes: on 21-may-2018: pfs received. New events added- dysmenorrhea (cramping), lysis of adhesions, pain, abdominal pain and passed out 3 times from the bleeding. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 25-year-old female patient who had essure (batch no. 628432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergo essure confirmation test.". The patient's past medical history included multigravida. Previously administered products included for an unreported indication: allegra, diclofenac, ferrous sulfate, flexeril, motrin, neurontin, zanaflex, prilosec, promithazine, robaxin, seroquel, trazodone, ultram and premarin. Concurrent conditions included depression, insomnia, lumbago, radiculopathy, neuralgia, joint pain, body mass index normal and neuralgia. Concomitant products included medroxyprogesterone (depo provera) and tramadol hydrochloride (ultram). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). On (B)(6) 2012, 3 years 8 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced pain ("chronic pain syndrome") and pelvic pain ("pain/felt like stabbing/short pain on and off"). On (B)(6) 2014, the patient experienced facial pain ("facial pain"). On (B)(6) 2014, the patient experienced hypoaesthesia ("numbness of extremities/numbness in extremities"). On (B)(6) 2014, the patient experienced rash ("rashes"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), back pain ("lower back pain and left and right thigh"), musculoskeletal pain ("musculoskeletal pain radiates to legs bilaterally."), fatigue ("fatigue"), pelvic adhesions ("lysis of adhesions"), abdominal pain ("abdominal pain") and loss of consciousness ("passed out 3 times from the bleeding"). The patient was treated with surgery (bilateral salpingectomy and vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, facial pain, musculoskeletal pain, rash, dyspareunia, fatigue, hypoaesthesia, dysmenorrhoea, pelvic adhesions and loss of consciousness outcome was unknown and the pain, back pain, pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, back pain, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, facial pain, fatigue, hypoaesthesia, loss of consciousness, menorrhagia, musculoskeletal pain, pain, pelvic adhesions, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - in 2009: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: back pain, menorrhagia, pelvic adhesion, musculoskeletal pain, facial pain, rash and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jul-2018: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.